Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose level was 512 mg/dl at the time of incident. Customer's current blood glucose level was 305 mg/dl. Troubleshooting was performed. Based on customer report customer did not allege pump was under delivering. The product will not be return for analysis.